Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection showed a cracked right plunger case. The event history log showed an invalid syringe size message. During the functional testing, the issue was unable to be duplicated as the pump is reading the syringe size within the required specs. The root cause of the issue was unable to be determined. The size pot was replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump runs for a while and stops and gives message "invalid syringe". No patient injury reported.